Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The iabp would immediately come up with electrical test fail code 50. The stm identified saline traces on front end module, which correlates with code #52 and saline traces on the motor controller board, which correlates to code#50. The codes were identified in the iabp's logs. The stm provided the facility biomed with an estimate for the repairs, pending pursing a cardiosave upgrade or repairs on the unit. At a later date the stm returned to the facility and replaced the front end module and motor controller board. The stm additionally replaced the gasket kit as a precaution. The stm calibrated the iabp and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, upon powering up the cs300 intra-aortic balloon pump (iabp) the clinicians discovered electrical tests fails code 52 and then electrical test fails code 50. It was noted that nothing appeared on the display and that the customer has swapped out the iabp unit for another iabp unit. The customer was advised by a getinge emergency support consultant (esc) to send the iabp unit to the facilities' clinical engineering. There was no patient involvement, thus no adverse event was reported. Although the iabp was not connected to the patient at the time of the reported event, the facility has provided the patient demographics for reference.